Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case was broken and that the main printed circuit board was out of specification electrically. The generator was to be scrapped. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that all low battery testing met specifications. Conclusion: could not confirm the intermittent failure found during service and repair of the device.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.